Manufacturer narrative:
Follow-up # 2 ¿ (05/26/2014). The patient¿s meter has been returned on 5/9/2014 and evaluated by lifescan product analysis on 5/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient obtained an inaccurately high blood glucose result with his onetouch verio iq meter during a trip in (B)(6). The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 5-6x daily. The patient manages his diabetes with rapid insulin (2-6 units in the morning and midday) and lantus insulin (14 units at night). The alleged issue began one evening about 3 weeks prior to contacting lfs. It was reported the patient obtained a blood glucose result of ¿370 or 380 mg/dl¿ with the subject meter. The patient¿s blood glucose usually reads between ¿240-260 mg/dl¿ in the evenings. Based on the elevated results that evening, the patient took 4 units rapid insulin, in addition to, his usual dose of lantus insulin. On the following morning, the reporter claimed the patient felt low blood glucose symptoms of perspiration, vertigo and weakness. The patient retested his blood glucose and obtained a result of ¿45 mg/dl.¿ the patient was given (B)(6) to drink and ate his breakfast as treatment. The patient reportedly felt better shortly after drinking the (B)(6). At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 3/14/2014 and 3/25/2014, respectively, with the following findings:the test strips have passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.